Event description:
It was reported that an externalized conductor above rv coil was seen under fluoroscopy. All electrical measurements were normal.

Event description:
New information received notes that the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.